Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the electrode belt malfunction caused or contributed to the patient's passing. The lifevest was able to deliver 2 appropriate treatments to the patient. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Manufacture dates: monitor: 4/14/2015, belt: 11/4/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient was treated by the lifevest. At 9:36:14 am, the lifevest detected an arrhythmia. The patient's ECG at this time was ventricular fibrillation (vf) with motion artifact. The lifevest delivered an appropriate treatment at 9:37:00 am while the patient was in vf. The patient's post-shock rhythm was asystole. From 9:38:07 am to 9:42:38 am, the patient's rhythm was asystole with intermittent cardiac activity. The rhythm then transitioned to an idioventricular rhythm at 25 bpm with motion artifact that then degraded to vf with CPR and motion artifact. The CPR and motion artifact prevented the lifevest from delivering a treatment during this time. At 9:46:33 am, the lifevest detected an arrhythmia. The patient's ECG shows that the patient was in vf at this time. At 9:47:14 am , the lifevest delivered an appropriate treatment while the patient was in vf. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 9:48:23 am, the lifevest delivered an inappropriate treatment. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact. The post-shock rhythm was also asystole with CPR and motion artifact. The CPR and motion artifact contributed to the false detections. From 9:48:23 am until 10:28:07 am, the patient's rhythm was asystole with CPR and motion artifact. The rhythm then transitioned to an idioventricular rhythm from 50 bpm slowing to an idioventricular rhythm at 40 bpm with CPR and motion artifact. The device was shutdown at 10:28:07 am. The patient reportedly passed away at 10:53 am on 11/24/2019. There is no indication that a device malfunction caused or contributed to the patient's passing. The lifevest was able to deliver 2 appropriate treatments to the patient. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.